Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips investigated the complaint. According to additional information collected, the procedure was completed by moving the patient to another system. Analysis was not performed by philips servicing personnel as the customer refused the service. A field service engineer (fse) called the customer and got the information. The system was evaluated and repaired by a third party. However, the customer did not provide the information about the about root cause and resolution. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.